Event description:
The customer alleged that he performed control tests and received results of 220 and 170 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.